Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a sensor reconnecting alert and pairing failure with the dexcom g7, showing a blood glucose (bg) of 375 mg/dl on the dexcom app. Investigation confirmed bt version 1.5.3, and the agent instructed the user to restart the ilet and keep the pump on the same side of the body. The user was advised to monitor and replace the sensor if pairing issues continued, and to check bg with a glucometer once home. Resolution: the user¿s bg returned to 153 mg/dl, and no follow-up was requested. At the end of the call, the event involved the highest recorded glucose of 375 mg/dl and a lowest of 153 mg/dl, was managed without medical intervention or external assistance, and the ilet system did trigger alerts. Symptoms were not reported.